Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the home patient (hp) did not wash hands before doing an exchange, during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized for the event. The cause of peritonitis was determined to be touch contamination where the hp made a mistake. Treatment was not reported. Almost six weeks after being hospitalized, the patient was discharged from the hospital. The patient was recovered from peritonitis and pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4) the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.